Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its componemts were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. It was reported that the neck of the aneurysmal was short with a greater than 45-degree angulation; therefore, a 28mm diameter x 3.75cm length aortic cuff was placed due to an inadequate seal. The pt had a history of cerebral vascular disease and gout. The pt returned for pt's one-year f/u in 2001. The physician stated that upon exam there was no pulsation within the aneurysm and there were normal extremity pulses. The ultrasound showed no evidence of endoleak with an aneurysm that measured 4.9cm, which was essentially unchanged from its previous size. The non-contest CT scan as compared to the 2000 CT scan revealed that there were coils withins the right iliac artery. The aneurysm measured 5.2cm x 4.3cm. The patency of the graft could not be evaluated due to the lack of intravenous contrast, which was not given because of the pt's elevated creatinine level. The physician stated that the CT scan confirmed that the aneurysm measured 5cm with good position of the graft. The physician recommended that the pt return in one year's time for a f/u abdominal aortic ultrasound and a CT scan to assess the aneurysm. It was reported that in 2001, the pt presented to the emergency room with a complaint of back and left flank pain and presented with a low hemoglobin and hematocrit. While in the emergency room, the pt became acutely hypotensive and lost consciousness. A non-contrast CT scan was performed emergently, which demonstrated a large right retroperitoneal hematoma. The aneurysm measured 6.3cm x 5.9cm, with aneurysm dilatation of the right common iliac artery. The left iliac artery was ectatic. The pt was emergently taken to the operating room. Operative notes rec'd indicate that the pt was prepped and draped in the usual manner. A midline incision was made, extending from the xyphoid process to the symphysis pubis. Upon entering the abdominal cavity, there was no free blood noted in the retroperitoneal cavity. The transverse colon was retracted upward and the small bowel was reflected to the right, which exposed a large retroperitoneal hematoma. The blood into the right retroperitoneum was evacuated of a large amount of fresh clotted blood. It was noted that there was an opening in the right mid lateral wall of the aneurysm, which bled into the right retroperitoneum. The aneurysm was opened; some old and fresh thrombus was evacuated and the stent graft was "mobilized" and inspected. It appeared that the body of the stent graft had migrated distally and separated from the extension cuff, which had been placed in the neck of the aneurysm. The body of the stent graft, the extension cuff and the iliac artery limbs were "mobilized" and removed. The conventional open repair procedure of the abdominal aortic aneurysm using a 20x10mm hemashield bifurcated graft was completed without difficulty and there were strong femoral pulses present bilaterally. There continued to be a considerable amount of oozing in the retroperitoneum, therefore, add'l blood products were given to the pt. The retroperitoneum and the abdomen were closed in the usual manner. There were pulses in the femoral and popliteal areas bilaterally; however, there were no pedal pulses palpable. The right foot appeared pale compared to the left foot. The doppler study revealed biphasic signals in the left popliteal but no audible signals at the foot. The right popliteal had an obstructed signal with no signals audible at the foot. The right lower extremity was prepped, re-draped and the popliteal artery was accessed. The distal popliteal artery was filled with thrombus, which was removed. Thrombus was also removed from the anterior tibial artery and the tibioperoneal trunk. The arteriotomy was closed and doppler study of the foot revealed a biphasic signal present in the posterior tibial artery. The left foot had good color with capillary refill to the toes. The physician elected to observe the circulation in the left lower extremity. The procedure was completed and the pt was transferred to the intensive care unit in stable condition. The pt's estimated blood loss was 4800cc, which was replaced with extensive amounts of blood products. It is reported that the pt had marked coagulopathy post-operatively. The pt's abdomen became progressively distended pt's urine output decreased and pt's ventilation became difficult. Therefore, the next day, the pt returned to the operating room for abdominal exploration and evacuation of accumulated blood. The pt also had diminished doppler pulses at the left ankle which were present previously. The left foot appeared paler compared to the right, which had previously undergone a thromboembolectomy. The exploration of the abdominal cavity revealed a large amount of free fluid and clotted blood, which was evacuated. The left popliteal artery was explored and thrombus was removed. Thrombus was also removed from the anterior tibial artery and the tibioperoneal trunk. The abdomen was reinspected after the closure of the popliteal artery and found to have moderate retroperitoneal oozing despite blood replacement. Bleeding was noted to be coming from the undersurface of the liver near the gallbladder. A capsular tear in the liver was noted, which most likely occurred during suctioning to aspirate fluid. The capsular tear was treated and hemostasis was achieved, however, a diffuse ooze continued from the retroperitoneal area. The physician elected to proceed with wound closure and the abdomen was closed. During this time, anesthesia reported a decrease in the tidal volumes during ventilation, which had decreased during wound closure. After a period of observation, ventilatory effort did not improve. The physician elected to reopen the abdominal wound and place a vicryl mesh around the perimeter of the abdominal wound, (more).

Event description:
Analysis of the explanted stent graft has been completed. The aortic cuff, placed in an area of angulation with an overlap of less than 10 mm, likely contributed to the eventual separation of the devices and subsequent aneurysmal rupture. It is likely that the aortic cuff was not stabilized in the aortic neck due to lack of apposition of the cuff to the aortic wall on the right. It is likely that the aortic cuff was not secure in the body of the stent graft due to the 0.5mm overlap on the left side. It is also noted that a 5 mm layer of tissue in the distal area of the aortic cuff is imprinted with the pattern of the graft material suggesting thee was a gap in the apposition of the cuff to the body, further destabilizing the connection. It is unknown if the right common iliac artery diameter increase from 13 mm to 22 mm (7 mm larger than the distal limb of the stent graft) contributed to the aneurysm enlargement. No graft integrity issues were observed.